Event description:
It was reported to gore the bioa tissue reinforcement was implanted anterior to facial closure and sutured with vicryl. The pt presented at the clinic with wound drainage & the staples were removed. According to the physician, the wound was opened and the dressing changed four add'l times until when surgical intervention occurred to open the wound, drain the puss, and excise a piece of the bioa tissue reinforcement from the center of the mesh. The surgeon reported to gore that he believes the bioa tissue reinforcement did not contribute to the wound infection.

Manufacturer narrative:
The investigation is in progress.